Event description:
A malfunction alarm identified as "malf 0" was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by giving pump reset information, which successfully resolved the issue as the malfunction did not recur after resetting. The customer is continuing to use the pump and acknowledged instructions to report any future malfunction codes.